Event description:
Eight maximbio covid tests from lot mb10may2203 gave what I believe to be false positive test results. Feeling cold symptoms, my partner and I used a maximbio at-home covid-19 test, and both tested positive. Subsequently we scheduled a pcr test, entered isolation and canceled work and a planned vacation. From saturday (B)(6) to wednesday (B)(6) 2022 we both tested daily, and kept testing positive on maximbio tests¿but negative on flowflex and abbott binaxnow. We both received negative pcr results on wednesday (B)(6). Suspicious of the test result, we re-tested with our maximbio tests and received a positive result. These at-home tests all come from lot mb10may2203, with manufacture dates of may 10, 2022 and expiration dates of october 28, 2022, and were ordered and delivered via usps. In total, eight maximbio tests were used, all of which gave positive results; we also used one abbot binaxnow and four flowflex at-home tests, which all gave negative results, as did our pcr tests administered by (B)(6) medical center in (B)(6). All maximbio tests were positive; pcr, abbot binaxnow, and flowflex were all negative. These maximbio tests are all from the same lot number, but different boxes, and are being used before their expiration. All came from the usps's recent free at-home covid test program over the summer. FDA safety report ID# (B)(4).